Manufacturer narrative:
The pod was received with the soft cannula deployed. The investigation found no bends, kinks or damages to the exposed soft cannula. During fluid path testing fluid flowed freely through the fluid path. The pod data did not present any issues that would indicate a failure to deliver insulin. The adhesive pad was received secured to the bottom housing of the pod. The investigation found no damage to the adhesive pad or welds that would contribute to the reported event, but blood was observed around the bottom housing window on the adhesive pad. Therefore, the bleeding/bruising reported event can be confirmed. The exact cause of the observed blood could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Additionally, it was reported that the patient was bleeding. Information on treatment was not provided.